Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the implant (iol) was stuck in the injector.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The nozzle has been separated from the lens bay. The lens bay door is open. The lock-out assembly has been removed. Ovd (ophthalmic viscosurgical device) is observed in the lens bay and the nozzle. The plunger is partially advanced. The iol (intra ocular lens) was returned advanced to nozzle entry and adhered to the nozzle floor. Solution is dried on both surfaces of the optic and haptics. One haptic has a broken tip, the tip is adhered to the optic with solution, the other haptic is intact. The lens bay was re-attached to the device during the evaluation and the plunger was observed to be advanced over the iol. We are unable to determine the root cause for the reported complaint implant stuck in the injector. The product was received disassembled. The nozzle has been separated from the device. The lens was observed to be advanced to nozzle entry and adhered to nozzle floor. The position of the lens and the position of the plunger when the nozzle is re-attached indicates potential plunger override. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).